Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Failure event observed during analysis. Final analysis found the device exhibited a falsely triggered eri, the cause could not be determined. (B)(4). (B)(6).